Event description:
Per the clinic, the patient experienced pain during an MRI (1.5 tesla) and magnet dislodgement was noted. The patient's head was wrapped as recommended by cochlear. Surgery to replace the magnet has been completed on (B)(6), 2022. The implanted device remains.

Manufacturer narrative:
This report is submitted on october 3, 2022.